Manufacturer narrative:
(B)(4).

Event description:
The health care provider via a manufacturer representative reported that the lead would not be secured in the implantable neurostimulator (ins). The health care provider (hcp) would turn back the screw and the lead went into the ins. The hcp turned the screw tight and the torque noise was clearly fortuitous, but the lead was not secured in the ins. The hcp connected another ins to the lead and it went smoothly. The ins that was never implanted would be returned. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.